Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to a sudden increase in impedance. No known cause was determined. A new lead was successfully implanted. No adverse patient effects were reported. This lead is not expected to be returned.